Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the rep that the 2 torque shafts stripped. The stripped shaft made it difficult to lock set screw. Device will be forwarded on receipt.

Manufacturer narrative:
The mmsi final tightener-x25 driver [product code: 2797-12-600, lot no: gm406550] was returned for evaluation. Visual examination indicated that approximately 0.5-1mm of the hexalobe of the distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause for the distal tip of the driver becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.